Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) and eight inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response. At this time, this ICD remains in service and there were no additional adverse patient effects reported. The local area field representative was contacted for additional information, however at this time no further information is available.